Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a hyperglycemic event; customer believed it was due to insulin pump. The blood glucose reading at the time of the event was 526 mg/dl. Customer was vomiting, sick and thirsty. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip and four bags of IV fluids. Customer requested a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.